Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2017-102494.

Event description:
A customer reported "lamp replacement down." Additional information was received indicating the customer noticed the lamp was down when they started the system. The customer used the lower illuminator to initiate surgery.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate any issue related to the reported event. The company service representative did find system message (sm) - ¿failure to turn lamp on: lamp needs to be replaced. Please contact field service¿ and ¿the lamp in the table top illuminator needs to be replaced. Please contact field service¿ in the system¿s event log. The xenon lamp was replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on april 12, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).